Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(6) 2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and the encoder cover was observed to be damaged. Note this physical damage can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint of the platform powering down. A review of the platform archive log showed several user advisory (ua) 41 (patient temperature sensor failure) from 12/2/15 - 12/21/15. However, there was no activity or use observed on the reported date of (B)(6) 2015. There were no other failures or user advisories found in the archive file. During functional testing, the autopulse platform displayed ua 41 error message upon power up thus confirming the reported complaint. Further investigation indicated that the temperature sensor was defective. All parts were replaced based on visual inspection. In addition, the defective temperature sensor was replaced to remedy the ua 41. In summary, the customer's reported complaint of autopulse displaying ua 41 was confirmed during functional testing. Ua 41 error message was attributed to a defective temperature sensor. After replacing all parts identified during investigation, the platform passed all functional testing and performed as intended. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 41 is informing the operator that the temperature sensor is outside of specified range during power-on self test or during takeup.

Event description:
It was reported that during a routine shift check the autopulse platform, s/n 10340r, displayed a user advisory 41 (patient temperature sensor failure) error code. The customer was unable to clear the error code. There was no patient involved during this event. No further information was provided.